Manufacturer narrative:
Device evaluation: the actual device was evaluated and no failures were identified. Therefore, the reported condition was not confirmed and as assignable root cause was not determined. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from peru that during a knee prosthesis surgical procedure, it was observed that the (2) power module devices were losing strength until it stopped working in its entirety. According to the report, it was apparently due to battery failure which did not charge. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. It was reported that the surgeon was able to complete the surgery. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.